Event description:
This procedure was performed in (B)(6). The evercross balloon burst during the angioplastic intervention. No injury to patient reported.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to this reported event. Evaluation of the evercross balloon indicated both a longitudinal tear and a 2mm transverse tear in the balloon material.